Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger h3: analysis found cable insulation is pulled out from the donut and wires are exposed and broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient(pt). They reported that to resolve the issue, they were sent a replacement recharger paddle. Pt reported the new recharger paddle has resolved their issue.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient (pt)has recently had their controller replaced and is now having difficulty with recharging, in that they tried to initiate a passive recharge session and the screen went blank on their controller. The rep states when whey reset the controller by taking out the lithium battery and placing it back in, the controller worked and they were able to recharge, however the brick portion of the recharger (rtm) became very hot. Rep reports patient states the disc also has become hot in the past, although they have not seen any alerts or messages come up on the screen to indicate it is too hot. Rep reports the rtm cable at the base of the paddle is loose. A replacement rtm was sent out.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 c.f.r parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported they were unable to get their implant to take a charge for a little over a month. A couple days before pt started having trouble charging the implant, they were wearing loose jeans that got caught on their ins as pt was pulling their belt up, and pt said that may have moved the ins. When the pants/belt got caught on the ins, pt said that "hurt like heck" and the implant seemed to be sticking out quite a bit afterward. When pt tried to charge their implant, they kept going in circles with 'no device found' and passive recharge mode showing 0's when attempting to begin charge cycle. Pt could feel their implant was right at the center of the paddle of the recharger, so pt thought at least some connection should be successful. Agent had pt examine the recharger cord/plug and controller port for damages; pt reported no visible damages - later in call said maybe the cord looked a bit loose where entering the paddle; agent reviewed that area does have a bit of give, but shouldn't have exposed wires or anything of that nature; nothing seemed to be exposed. The issue was not resolved. The patient was redirectedto their healthcare provider to further address the issue. Agent advised pt to discuss the implant pain they experienced with hcp and see if they can tell if the implant shifted or flipped. Pt already had a call in to hcp to get a callback, so pt will discuss the issue with hcp and call back for further troubleshooting if ins appears fine and issue persists.